Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v481125, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported a day later that patient had lost some weight and there was more movement at the ins pocket site. The patient reported no stimulation sensation. It was indicated that the stimulation was last felt about 2 months ago and that the setting was on program 3 around 3.8v and she went to try to adjust settings about 3 days ago and that was when she noticed issue with not being able to connect. It was reported that patient had return of frequency symptoms. A follow-up report will be sent if additional information becomes available.